Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The photo depicts a blue disengaged seal during a surgical procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while the instrument was passing through the trocar, there was a damaged seal on all ports. The sealing valve fell into the patient's cavity. Surgeon removed the piece that fell and finished the surgery without needing to replace the trocar. There was no patient injury.